Event description:
It was reported that the up arrow button on the insulin pump does not respond. Device was not bumped or dropped. Blood glucose value is 117 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump received with unresponsive up arrow button due to unlocked connector. Insulin pump received with cracked case at display window corners and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.